Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. Additionally, there is no allegation of a device malfunction or deficiency reported for this event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2026 due to shortness of breath and chest pain. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on (B)(6) 2026 when she experienced shortness of breath and chest pain. The patient disconnected from the cycler and went to the emergency room (ER). The patient was admitted to the hospital. The patient remains hospitalized. The pdrn stated the patient¿s symptoms were cardiac in nature and not related to the use of the cycler or the patient¿s treatment. The patient has had recent cardiac procedures (unspecified) and the hospitalization is related to those cardiac issues.